Event description:
There was an allegation of questionable sodium electrode and ise indirect cl for gen.2 results for 1 patient sample on a cobas 8000 ise 1800 module. The initial na result was 152 mmol/l, and the repeated result was 138 mmol/l. The initial cl result was 90 mmol/l, and the repeated result was 101 mmol/l. The repeated results were obtained on another module and were believed to be correct. The sample was repeated because the results were flagged with delta checks.

Manufacturer narrative:
The electrode lot numbers and expiration dates were not provided. The field service representative replaced the ise (ion-selective electrode) dilution cup, the ise degasser, valves and performed checks and tests with acceptable results. The investigation is ongoing.